Event description:
It was reported that the surgeon revised cup for malposition.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 60mm vitalock cup. It was noted that the device is not available for evaluation because the hospital would not release it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.